Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported left side rupture found at the time of explant, then later reported confirmed with an MRI. The device has been explanted.

Event description:
Healthcare provider reported left side rupture found at the time of explant, then later reported confirmed with an MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.